Event description:
A home patient contacted baxter's technical service center for assistance during dwell 5/6 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home pt was having problems with a supply bag and switched it out with another bag. Baxter's technical service center asisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt's primary care nurse.